Event description:
The hcp reported on 10/22/07, that the pt had experienced a shocking or jolting sensation at the ins location when stimulation therapy was turned on; there had been loss of therapy benefit. The impedance measurements had been normal. The hcp was advised to run an exhaustive impedance test. System settings were: battery voltage 3.75, therapy impedance 851ohms, current 52, case+, 0-, 3.6v, pw 60 and rate 185. At follow up in 2007, the pt had reported a burning sensation at the ins location when stimulation therapy was turned on; there had been tingling detected "around the pocket site that radiates up to the shoulder but still receives therapy control." The electrode impedance readings had been checked and all were deemed within normal range (exact values were not provided); two impedance readings had been identical. The hcp reported, reading multiple unipolar measurements with the same value; she indicated that reprogramming was not an option for the pt because "no other settings are effective for this pt." System parameters were: 2+c, 3+c, 1014ohms, 15ma, and c+, 0- and device integrity had been deemed acceptable. It was advised to review bipolar combinations for an open circuit and to check for fluid in the connector area. On 02/07/2008, the pt reported that an x-ray had been obtained of the lead that revealed "the insulation was pulling away" and it was "sent back to analysis". The hcp reported on 02/22/2008, that x-ray exam from 2007, had detected a "broken electrode" and the pt had experienced a new symptom of pain. The rep provided that the right-sided pulse generator had been explanted in 2007, and the right-sided lead and extension products were replaced once a month later. Analysis of the pulse generator had found no anomaly detected; the product was functionally acceptable. The hcp had indicated that the extension would be returned for analysis; the right-sided lead and extension products have not been received for inspection and their current disposition is unk. There was no injury reported; the pt had recovered without sequela.

Manufacturer narrative:
.